Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited by patient anatomy, interaction with other devices or other procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A synergy¿ drug-eluting stent was selected to treat the lesion. However, during procedure, it was noted that the stent struts had lifted up.